Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "right breast feeling firm and looked abnormal due to capsular contracture baker grade iii." Additionally healthcare professional reported and confirmed right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, white calcification in the shell and red particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.